Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive and a fuse were evaluated and replaced, and software was reinstalled. A part was ordered by the customer. No conclusion can be drawn as conclusive repair information is unavailable at this time.

Event description:
It was reported that the system would not boot up. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.